Event description:
During baxter's review of the event history for another report, it was discovered that failure code 812:04 occurred during infusion, which caused an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This is involving a pump with software version 5.09.90 which is categorized as remediated

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.